Event description:
A female patient presented for a planned robotic-assisted laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy, sacrocolpopexy and sling procedure, secondary to a symptomatic cystocele with stress urinary incontinence. These procedures were completed with the coordination of the urology and gynecology services. Prior to the procedure, both surgeons ensured that the history and physical and informed consents were completed and available to the operating room staff. This was an elective case that was the first scheduled case of the day. The surgery started at with the gynecological surgeon at 0900. The urology surgeon is notified about 5-10 minutes before that the gynecological portion of the surgery is completed. When the urologist enters, another time out is completed. The urologists completed the procedure without complications. The patient was discharged the next day. The patient presented to the emergency department 10 days later with abdominal distention, nausea, vomiting, and constipation. A CT scan of the abdomen revealed a small bowel obstruction. The next day she was brought to the operating room after no improvement of her symptoms. The surgeon found a barbed stratafix suture going around the distal portion of the ileum. The stitch was most likely from closing the peritoneum during the original surgery. The suture was cut and the obstruction was immediately resolved. Urology assessed the sling which was without issue. The operation was completed. The patient remained in the hospital until her ileus was completely resolved and was discharged home 10 days later.